Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture in all configurations. Fluoroscopy image revealed the lead was dislodged. The device was programmed to right ventricular pace only. The patient's condition was good.